Manufacturer narrative:
The customer reported that the device displayed a red x. Philips evaluated the device and found that the display failed. The device was repaired by replacement of the display assembly. The device passed all testing and was returned to service.

Event description:
The customer reported that the device displayed a red x.